Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the pump's black box data from the date of the complaint had been overwritten due to continued use of the pump. The current black box data showed no evidence of a short battery life issue. There was evidence of moisture contamination in the battery compartment. Unrelated to the initial allegation, the display screen was dim and discolored.